Manufacturer narrative:
The report of lead fracture was not confirmed. However, electrical measurements found an intermittent short circuit between the sensing cable and the pacing coil caused by damage to the inner and sensing cable insulations. The damage was a result of friction to the ICD can. There was nothing that indicated that the damage on the insulations were production related. E3 - 000 - unnamed cardiac physiologist.

Event description:
A lead fracture was suspected.